Event description:
Report received of an overdelivery of liposyn iii 20%. The pump was reportedly programmed between 4pm and 5pm to deliver 200 ml of liposyn iii 20% at a continuous infusion rate of 0.8ml/hr. The nurses were documenting the volume infused in the medical record every hour, which reportedly matched what was expected to be infused. The next day between 4pm and 5pm, approximately 24 hours after the bottle was hung, it was discovered that all 200 ml of the liposyn iii 20% had infused, instead of the expected 19.2 ml. It was reported that no medical interventions were required. The patient's triglyceride level was elevated immediately post infusion, but was reported to be within normal limits 6 days later. The patient was reported as fully recovered. Though requested, no additional information was available.